Event description:
It was reported that a spectrum iq pump failed a downstream occlusion test (high) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent device for downstream occlusion testing and observed downstream occlusion occurring within specified pounds per square inch ranges and within acceptable times. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'failed downstream occlusion test high' was not verified. Should additional relevant information become available, a supplemental report will be submitted.